Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon was duplicated due to the failure of the examination lamp. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the examination lamp of the subject device did not light up. There was no report on when this event occurred, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. Based upon the information from sorc, omsc considered that there was strong possibility that the reported phenomenon was attributed to the breakage of thermal fuse, which might be caused by the use of the subject device significantly beyond its durable period (six years) because more than twenty years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.